Event description:
Reporter states the chair's power cuts on and off, and while the end user is driving the chair it will stop and go on its own. Also, at other times the chair will not move while the power is on. No injuries reported.